Event description:
The specialized IV tubing for vp-16 chemotherapy agent had a pin hole leak in the portion of the tubing that loads into the alaris pump cassette. The hole was not found upon visual inspection prior to loading the tubing, but it began to leak once the door to the cassette was closed. When I opened the door I saw a pin hole size opening approximately 0.5 cm below where the tubing connects to the adapter at the top. There was liquid spraying up and outwards to the patient's chair, the patient's upper arm, the floor and the sleeve of the gown nurse was wearing.